Manufacturer narrative:
Additional information: head was manufactured 03/22/2008. Handle was manufactured 03/24/2008.

Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft 66878 00078 or spinbrush proclean toothbrush medium 66878 00079. Consumer has not returned product to date, therefore, it could not be evaluated and no conclusion could be drawn.

Event description:
Consumer reported she chipped her tooth while using the toothbrush.